Event description:
Spoke with patient, he states he unplugged 2 net hubs to reboot, modem was very hot, a wire popped off and was burning. Put on fix list for new modem. Rpm techs notified. Per rpm tech, she visited patient for hub issues as reported by patient. Tech states hub was hot to touch with a brown marking on the back of it. Patient stated his daughter in law burned her hand touching hub. Tech switched out hub for a new one. Tech states vendor made aware of problem. Director and manager notified of incident.